Event description:
During a lithotripsy procedure in a pt's right kidney, the surgeon noted that the small metal tip of the electrohydraulic lithotripsy probe came off. It could not be readily retrieved and was left in place, with the prospect that the piece would be passed out of the urinary tract. The user facility indicates the loose object was apparenlty passed and no physical problems affected the pt.